Event description:
It was reported that on (B)(6) 2026, a patient underwent flexible ureteroscopy lithotripsy and stone removal for renal calculi. After initial placement of a guidewire and insertion of a single-use ureteral sheath, the guidewire proved difficult to extract. Upon removal, the guidewire surface coating was observed to be peeled off refer to actual sample and image. Following clinical assessment, a new ultra-smooth guidewire was selected, enabling successful completion of subsequent procedures. The surgery concluded without complications. Although surgical and anesthesia times were extended, no other adverse effects occurred. That hospital routinely uses ultra smooth guidewires, and such coating detachment was infrequent. Patient procedure time was extended no other impacts. A new ultra-slide guidewire was selected, and subsequent procedures were completed successfully.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.